Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver shaft was bent but the surgeon was still able to used. Implant driver - fell apart when tech went to attach the trial humeral assembly to the driver. This was not used on the patient or near the wound. No pieces were left in the patient

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found that the device is broken and fell apart. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.